Event description:
Hill-rom received a report from a hill-rom tech stating the head section brake casters were not holding. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found a plastic bushing broken causing brake linkage rod to disconnect from brake connecting rod. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the plastic bushing to resolve the issue. Based on this info, no further action is required.